Event description:
It was reported the surgeon wanted to use a lag screw using the compact hand set. He had already drilled a two (2) millimeter hole near the cortex. He wanted to use the drill sleeve to centralize the hole to drill the far cortex. After drilling, it was noted the tip of drill sleeve looked broken. It was noted it had gotten stuck in the patient¿s bone. The procedure was completed using the other end of the drill sleeve to complete the drilling.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, that the drill sleeve appeared to be broken after drilling. The surgeon mentioned that the drill sleeve became stuck in the patient¿s bone while he was drilling. The was no reported surgical delay. The procedure was completed successfully. Patient outcome was unknown. Concomitant devices reported: drill bits: trauma (part number unknown, lot unknown, quantity unknown). This report involves one (1) 1.5mm/1.1mm double drill sleeve. This is report 1 of 1 for (B)(4).